Manufacturer narrative:
Of the three malfunctions, the lot number for two malfunctions were provided and lot history reviews were performed. The device for the three malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for two malfunctions. The investigation for all three malfunctions is inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced tilt. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Of the three patients, one was reported as male weighing (B)(6) lbs, another one was reported as a (B)(6) year-old female. All other patient details were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced tilt. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Two patients ages were ranged from 56 to 63 year and one patient age was not provided. Of the reported patients, two patient were male and one patient was female. Two patients were weighed between 223 and 355 lbs, and the other patient weight was not provided.

Manufacturer narrative:
H10: of the three malfunctions, the lot number for two malfunctions were provided and lot history reviews were performed. The device was not returned for evaluation; however medical records have been received for all the three malfunctions. For one of the three malfunctions, the investigation is confirmed for perforation, difficult to remove and detachment; however, the investigation is inconclusive for tilt. One malfunction is inconclusive for tilt. The remaining one malfunction is unconfirmed for tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3. H11: b5, g1, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the three malfunctions, the lot number for two malfunctions were provided and lot history reviews were performed. The device for the three malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for two malfunctions. The investigation for all three malfunctions is inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. One of the malfunctions has been reassessed for reportability and determined to be no longer reportable h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced tilt. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Of the three patients, one was reported as male weighing 355 lbs, another one was reported as a 56-year-old female. All other patient details were not provided.